Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality controls, which were acceptable. Upon the ccc specialist's recommendation, the customer ran quality controls and precision testing on chemistry wash. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed decontamination of the instrument. The cse replaced and aligned the heterogeneous module (hm) probes. The cse also replaced the cassettes, performed calibration and ran quality controls, which were acceptable. The customer performed recalibration, which was acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the cause of the discordant, falsely elevated ltni results was consistent with a biofilm contamination of the chemistry wash fluidics. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ltni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. A new sample was obtained from the patient four hours later, which resulted higher than the initial result. The discordant results were reported to the physician(s), who questioned them. The patient was sent to another hospital where the sample was tested on an unknown methodology, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.